Manufacturer narrative:
The customer called technical support to report that the device was not secured properly as the threaded insert was way too loose. The remote service engineer (rse) provided the customer with the part numbers of the replacement central processing unit (cpu) tray cover and thumbwheel screws for repair. Per good faith effort (gfe) response, the biomedical equipment technician ultimately ordered the replacement cpu tray cover and thumbwheel screws, and upon receiving the new parts, the biomedical equipment technician performed the replacements and verified that the issue was resolved. The device was repaired and returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device was not secured properly as the threaded insert was way too loose. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the device was not secured properly as the threaded insert was way too loose. The remote service engineer (rse) provided the customer with the part numbers of the replacement central processing unit (cpu) tray cover and thumbwheel screws for repair. The investigation is ongoing.